Manufacturer narrative:
Additional manufacturer narrative: the device history record (DHR) review was completed and there was no nonconformance found related to this event.

Event description:
It was reported that the device was explanted after an implant duration of zero days. On (B)(6)2010 (through follow-up with the health-care provider), it was learned that the device was explanted due to a seating issue. Furthermore, the device has been disassociated from the event. On 10/13/2010, a copy of the operative report was received. Per the op report: "a 27-mm valve was sutured with horizontally mattressed sutures everting. It did not seat well and therefore it was removed. An attempt was made to re-place that valve; however, again this time anteriorly, the strut would not clear the subvalvular apparatus and therefore this was removed and a 25-mm valve inserted with the everting horizontally mattressed 2-0 ethibound sutures." The op report ended stating that the patient experienced significant hemmorrhage. The patient became hypotensive and was not resuscitable; patient expired in the operating room..

Manufacturer narrative:
(B)(4) = seating issue.device not returned. This event was learned through implant patient registry. Through follow-up with the health-care provider via fax, additional information and a copy of the operative report was provided. The device history record (DHR) review is currently in process. The patient also had another valve implanted; (B)(4).